Event description:
It is reported that three knees were revised due to aseptic loosening.

Manufacturer narrative:
Information was received via published literature. This report will be amended when our investigation is complete.